Manufacturer narrative:
(B)(4). Batch # r9521a. Investigation summary: the device was received with the lower tip broken off not returned. The account also provided an image of an enseal device. The image is that of the distal end of the enseal instrument where the I-blade appears to be missing its top. The returned device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to close fully. The broken lower I-blade tip could have contributed to the reported ¿hemostasis controllable¿, this due to the reduced compression capacity of the jaws. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.,the reported event was "I-blade damaged / hemostasis controllable." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hysterectomy, the I-blade was broken off and fell into the patient. The broken piece was not able to be retrieved from the patient and it was left in the patient. The I-blade was broken off when the surgeon gripped the handle to cut the posterior wall of vagina. At that time, there was a little bleeding from the cut target tissue. The bleeding was stopped by re-clamping. At that time, a broken tip fell into the patient. The residue was found by x-ray, and the size was 1mm. After that, the surgeon searched peritoneal cavity, but the broken piece was not found. The wound was closed. The patient will be checked regularly for two years. This postoperative follow-up checks to the patient that will be performed for two years are routine after this procedure. The patient is now stable. The surgeon commented that the target tissue was not much thick when the I-blade was broken off. Gen11 was used. Another device was used to complete the case.